Manufacturer narrative:
Date estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an attempted arteriotomy closure of the calcified right common femoral artery using the pre-close technique with a proglide device via a 12fr sheath hole prior to an endoprosthesis repair of abdominal aortic aneurysm procedure. Reportedly, a suture break occurred with the proglide. A nick and spread was done, the procedure was completed and hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.